Event description:
It was reported that the pump displayed an acu watchdog failure and primary audible alarm post. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. During a review of the event history log, the customer reported complaint was able to be confirmed. The cause of the issue was found to be the pump speaker. The speaker and main printed circuit board (pcb) were replaced, and the pump passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months.